Event description:
It was reported to the manufacturer by the end user, per the end user/caregiver, a small twist of the knob to lower her into the car sent her flying to the ground while slamming her back into the seat and landing on ground. The caregiver was using the lift to move the patient from inside the home to the car outside. It was raining at the time of the incident. The patient did not sustain any injuries. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.